Event description:
Healthcare professional reported a rupture. This record relates to left side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening on anterior assessed, as an unidentified (tear) opening (shell thickness within spec). Additional observations: white encapsulation observed, on the device. Wear abrasion, white calcification and crease fold observed, on the device. No further actions are required, as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, a left side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture. This record relates to left side. Device has been explanted and replaced with a non-allergan device.